Event description:
The customer received questionable total prostate-specific antigen (tpsa) and free prostate-specific antigen (fpsa) results on their e601 analyzer. The customer received four questionable results for one patient beginning on (B)(6) 2010. The first two events, which occurred in 2010, were run on one of two e170 analyzers (serial numbers (B)(4) and (B)(4)) that the laboratory later replaced with the e601 analyzer. For this report, the customer provided data for the two discrepant results from the e601 analyzer that were reported outside the laboratory. The patient's first tpsa result was 5.53 ng/ml. The patient's first fpsa result was 6.73 ng/ml. On (B)(6) 2011, the patient had a second sample analyzed. The tpsa result was 6.33 ng/ml. The fpsa result was 7.48 ng/ml. The second sample was sent to a reference laboratory and was analyzed on a beckman immunoassay analyzer (serial number not provided). The tpsa result was 0.1 ng/ml. The fpsa result was 0.22 ng/ml. The second sample was also sent to another reference laboratory and was analyzed on a roche cobas analyzer (serial number not provided). The laboratory could not generate results due to an interference in the sample. Neither of the external laboratory results were reported nor does the customer know what methodologies the reference laboratories used. The customer stated that the reported results were automatically released by the host computer and it was not discovered until the (B)(6) 2011 sample that the fpsa was higher than the tpsa. The customer does not know which results were correct. The patient did not receive any inappropriate treatment, have treatment withheld, nor was he otherwise harmed due to the alleged erroneous results. The tpsa reagent lot number was 16405201 and the expiration date was 05/31/2012. The fpsa reagent lot number was 16076704 and the expiration date was 05/31/2012. The customer declined a service visit and believed the issue to be patient specific.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA. For medwatch for the e170 analyzer, serial number (B)(4), refer to medwatch with patient identifier (B)(6). For medwatch for the e170 analyzer, serial number (B)(4), refer to medwatch with patient identifier (B)(6).

Manufacturer narrative:
The patient's sample was provided for investigation. The customer's results were confirmed using roche methodology. During the investigation, the sample was also tested using the centaur and beckman methods. None of the methods gave conclusive results for this patient sample. No root cause for the event could be determined. No interference was identified in the patient sample. There were no adverse affects to the patient.